Event description:
It was reported that during da vinci s hysterectomy procedure, while manipulating the uterus, frayed cables were observed on the endowrist prograsp instrument and cable shard was noticed on the patient's tissue. The shard was removed and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported failure mode cannot be confirmed as there was no physical damage found. Examination of the instrument under 20x magnification found that there was no missing material from the main tube, the components (main tube, proximal/distal clevis) did not exhibit any damage and the cable is not frayed. Engineering was unable to link the alleged metal pieces to this instrument. Per the information provided by the initial reporter, the instrument cable shard were successfully retrieved from the patient. An intra operative photographic image of the instrument reveals damage, however, isi contacted the site and verified with the rn robotics coordinator that the instrument in the photographic image was the same instrument.